Event description:
It was reported while extracting the tube from the pt, the doctor evacuated the air from the system ensuring the pilot balloon's status as per normal procedure. However, when the tube comes out the main cuff is not deflated completely, still contained some air inside.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It was further stated, the pt suffered from irritation of trachea. The endotracheal tubes were immediately replaced with a different brand of tubes. Add'l info has been requested, however no info has ben provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014.